Manufacturer narrative:
This report is being filed due to an alleged fire event. This report is being filled out of an abundance of caution. The reporter informed the company that the product has been discarded.

Event description:
A parent stated via social media that their son received an oral-b toothbrush as a christmas gift. He set up the device, plugged it in, and when he turned it on, it cut off, starting to smoke. There was smoke everywhere and the device basically burnt to nothing. They had never seen a device catch on fire like that. No injury was reported.